Event description:
The patient reported possible urinary tract infection (uti). The patient reported urine smells bad and no improvement in symptom control. Patient was scheduled to see managing hcp for urine test the next day. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.